Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that simultaneous flow occurred during use of a clearlink continu-flo solution set. The device was being used with a baxter secondary set. The reporter stated that the secondary set was programmed to run at 1000ml/hr; however, the sets were flowing at the same time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.